Event description:
The customer stated that he performed control tests and received a result of 19 mg/dl. The normal control range was 97-135 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.